Manufacturer narrative:
Unit was received with normal operating currents and passed unexpected restart error test and self-test. No unexpected failed battery test alarm noted during testing. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced senor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new battery and received error codes and also received random and unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.